Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was peeling of the adhesive at the pink probe, no adhesive at the objective lens and peeling of the adhesive at the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited peeling of the adhesive at the pink probe, no adhesive at the objective lens and peeling of the adhesive at the light guide lens. There was no patient involvement.